Event description:
Pt receiving home total parenteral nutrition via abbott's aim infusion pump. Total parenteral nutrition fluid was leaking from the tubing at the anti-siphon valve. There have been some leaking problems with another total parenteral nutrition pt also. It appears that the fat globules probably cannot get through the membrane on the valve. When staff reported the problem to MFR, they said that they have had other reports of the same thing. The alternative would be not to use the anti-siphon valve, as it has to be added to the end of the tubing. However, MFR does not recommend not using the anti-siphon valve. Further, not using the valve would result in blood backing up in the line. Based on staff's experience, this can happen and resulted in an occlusion.